Event description:
The facility reported a colleague infusion pump with a failure code of 814:09 on channel b. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 81814:09 was confirmed during product evaluation. However, the root cause of the reported problem was determined to be not identified. Therefore, no repairs have been made at this time.